Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem of intermittent operation was confirmed, caused by a disconnected internal cable. In addition, damaged cable insulation and a bent lens coupler were discovered. The cable failed a leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
A customer reported that the hd autoclavable camera head operated intermittently and had internal breakage during an unspecified diagnostic procedure. There were no reports of patient harm. Upon inspection and testing of the unit, a disconnected internal cable was discovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correcting a1 - the patient's identification is (B)(6). Correcting g2- report source is company representative and health professional this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image is intermittently displayed occurred due to internal disconnection of the cable. The cause as to why the cable was disconnected could not be identified. Olympus will continue to monitor field performance for this device.